Manufacturer narrative:
Article citation: merel m. L. Kooijman, j. Joris hage, astrid n. Scholten, frederieke h. Van duijnhoven, corstiaan c. Breugem, leonie a. E. Woerdeman, advantages of immediate implant-based breast reconstruction over delayed breast reconstruction in women treated with postmastectomy radiotherapy for breast cancer, 12may2025, 37-46. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma, abscess, necrosis, infection.

Event description:
Through journal article advantages of immediate implant-based breast reconstruction over delayed breast reconstruction in women treated with postmastectomy radiotherapy for breast cancer, healthcare professional reported unknown side correction of capsular contraction baker grade unknown, hematoma, abscess or skin necrosis, vascular re-interventions, resection of nipple-areola necrosis, limited mammary skin necrosis, seroma, infection, flap loss lipofilling, and scar revision. Device status is unknown.